Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet, noted particularly in the mornings, and temporarily disconnected from the pump for one week due to perceived aggressive corrections; the lowest reported glucose was 60 mg/dl with approximately 40 minutes, and low glucose alerts were received. Symptoms included anxiety. Outcomes included self-treatment with oral glucose gel, no need for assistance, and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education with arrangement for additional training. Investigation of this case revealed cause unclear for the hypoglycemic trend. It was concluded that the event was consistent with low glucose with unclear cause and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.